Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving unknown baclofen (2000 mcg/ml via an implantable pump. It was reported that the patient arrived with 40 cc pump in place. The physician determined that the patient¿s body could not accommodate 40 cc, as the skin over the pump was too thin. The physician opted to replace the pump with 20 ml and modified catheter to allow longer length to new, lower area of the implant. The cause of the event was unknown. The old pump was discarded. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.